Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 526 mg/dl. The customer was treated with intravenous insulin drip. The customer left the ER 2 days later with a bg level of 184 mg/dl. Reportedly, the customer's cat chewed through the patient line resulting in insulin leaking and the customer not receiving insulin.